Event description:
It was reported that this right ventricular (rv) lead exhibited r wave amplitudes ranging from 10-14mv, which subsequently dropped to 1mv due to unknown reasons. Additional information is being requested from the field representative. The lead was explanted and replaced. No additional adverse patient effects were reported.